Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, one (1) tube had a crack in the tube wall. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, one (1) tube had a crack in the tube wall. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The customer photo depicts a tube with a scratch on the sidewall. Additionally, 100 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.